Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issue. The product was returned, and the delivery issue was confirmed. The returned pump was visually inspected and no abnormalities were found. The abbott 0.018" guidewire that was utilized during this case is not approved for use with impella per IFU 0048-9007. Therefore, the cause of the delivery issue was use related. Instructions for use for the related event are as follows: impella cp with smartassist system section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. The impella cp was unsuccessfully delivered over the 0.018¿ abbott steel core multiple times and couldn't cross the valve. The impella was explanted and replaced with a new impella cp to address the issue. The patient survived the procedure.